Manufacturer narrative:
The lps inserter extractor was submitted disassembled with the spring component and release cog 299801485 components missing. A worldwide complaint database search by the product code (B)(4) did not reveal a trend for missing spring components. Misuse is suspected, however, a definitive root cause could not be determined since all of the components were not returned for evaluation. Corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The spring is missing out of the extractor.